Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle of the subject delivery catheter system (dcs) was intact. The device was received with the nosecone over-captured by the capsule. There was deformation to the distal tip of the nosecone. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the distal-section to the proximal end of the capsule, with discoloration to the proximal end of the capsule. The inner member shaft and spindle hub were intact with no evidence of damage. There was deformation to the tip of the capsule, causing resistance when loading the capsule guide tube on the capsule. During an attempt to load an evolutr 29mm valve, slight resistance was noted and a buckled formed on the proximal end of the capsule at the site of discoloration. When attempting to retract the capsule, a capsule separation occurred with slight resistance noted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vulvoplasty (bav) was performed using a 20 mm non-medtronic (osypka vacs) balloon. The valve was loaded once. The load was verified via visual, tactile, and fluoroscopic methods. There was no misload. During the first attempt to deploy the valve, the valve dislodged out of the annulus. The physician recaptured the valve into the ascending aorta. During the second attempt to deploy the valve, an infold was reported. The valve was recaptured and withdrawn from the body. As reported, calcified cusps had contributed to the infold. A new valve was loaded onto a new delivery catheter system (dcs) and was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was returned to medtronic for analysis. Procedural images were provided and an image review was completed. The device was received with the nosecone over-captured by the capsule. The evolut pro system instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. There was deformation to the distal tip of the nosecone. It is possible that this occurred during the delivery attempt. Delamination was observed over the nitinol reinforcing frame along the distal-section to the proximal end of the capsule, with discoloration to the proximal end of the capsule. This typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. There was deformation to the tip of the capsule, causing resistance when loading the capsule guide tube on the capsule. This deformation is most likely caused by the capsule being received over-captured. During an attempt to load an evolutr 29mm valve, slight resistance was noted and a buckle formed on the proximal end of the capsule at the site of discoloration. When attempting to retract the capsule, a capsule separation occurred with slight resistance noted. Capsule damage may occur due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. The valve load inspection is provided, but it is not clear enough to confirm or deny an adequate load. An image shows an infold present, as reported in the event description. It was reported that, during the first deployment attempt, the valve dislodged out of the annulus. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. A device history record (DHR) review was performed on the dcs and there were no correlations/ issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed using a 20 mm non-medtronic (osypka vacs) balloon. The valve was loaded once. The load was verified via visual, tactile, and fluoroscopic methods. There was no misload. During the first attempt to deploy the valve, the valve dislodged out of the annulus. The physician recaptured the valve into the ascending aorta. During the second attempt to deploy the valve, an infold was reported. The valve was recaptured and withdrawn from the body. As reported, calcified cusps had contributed to the infold. A new valve was loaded onto a new delivery catheter system (dcs) and was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: three media images were provided for review. There is a valve load inspection media provided but it not clear enough to confirm or deny an adequate load. No patient summary is provided for anatomical review. There is an infold present as reported. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the valve was loaded inside the delivery catheter system (dcs). Visual analysis showed an infold as the valve was being deployed. All leaflets appeared dehydrated, stiff yet pliable. The tissue exhibited signs of severe creases and imprints. Tissue conditions appeared to be attributed to the valve being in the crimped position, loaded in the capsule of the dcs, for an unknown duration of time. As received, all leaflets appeared to be partially closed. All commissures appeared intact. The valve was submerged in a warm saline bath; valve maintained a compressed state. Due to the dehydrated received condition of the valve; a deployment simulation could not be performed. Conclusion: the valve device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the dcs. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. A pre-implant balloon aortic valvuloplasty (bav) was performed and the load was confirmed visually, tactilely, and via fluoroscopy. Per the physician, calcified cusps had contributed to the infold. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected h11: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut r valve, product ID evolutr-29, serial# (B)(6), use by date 2023-05-11, UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.